Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they replaced the sound card however, there was still no audio from the speaker. The device was in use monitoring patients. No adverse event was reported.